Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that bio-console 560 had a broken fan cover, and the backup batteries are almost overdue. Issue was resolved by cleaning the unit, and replaced the batteries, and fan covers. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had batteries which are almost overdue, and the fan covers are broken. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had batteries which are almost overdue, and the fan covers are broken. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that every 4 years the back-up batteries need to be replaced. This has been written in the customers preventive maintenance procedure. Battery has been installed in this unit for 3.5 years. Batteries needed to be replaced in january 2026. But because the bio console has been serviced in april 2025 and will be due for preventive maintenance again in april 2026, the batteries will be overdue then. Therefore batteries has been replaced now. Lot number of the battery removed from the instrument is lot no: 10887502.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that bio-console 560 had a broken fan cover, and the backup batteries are almost overdue. Issue was resolved by cleaning the unit, and replaced the batteries x2, and fan covers . Preventive maintenance was performed as per specification. Correction b5: additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.